Manufacturer narrative:
(B)(4). Eval summary - the analysis showed that the device was received with the articulation mechanism damaged. The device was received with a cartridge loaded in the device; the cartridge was received fully loaded with staples. The returned device was tested for functionality with a test cartridge on the 3 articulated positions; when fired to the right the staple formation was conforming, however when fire in the left and center position the staples were malformed due to the damage articulation mechanism the device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the require specs; in addition, a sample of the batch is inspected at (B)(4). In addition the returned cartridge was loaded into a test device an it fired, cut and formed all the staples as intended. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a laparoscopic esophagogastrectomy procedure, the device did not articulate. When testing it would not articular far enough to the left. Another device was used to complete the case. There was no consequence to the pt.